Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the clip could not deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip could not be deployed. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached. Microscopic examination was performed, the clip returned deployed inside the sheath and has evidence of premature deployment. No other issues with the device were noted. The reported clip unable to release from catheter was not confirmed. Investigation found that the device returned with the clip assembly still attached. The device returned with the clip deployed inside the sheath and with evidence of premature deployment. Evidence that the clip, did release at some point. Product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code: a15 captures. The reportable event of the clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the clip could not deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.